Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii failed to load properly. The seal remained inside the loader and would not deploy. A replacement device was used to complete the procedure. The hospital did not report any pat effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage and no evidence of blood. The delivery device was returned inside the loading device. The tension spring assembly was still partially inserted in the delivery tube and the ends were visible in the window. The seal and anchor tab were outside the delivery tube, inside the loading device and visible under the window. The blue slide lock was not engaged and the while plunger was not depressed on the delivery device. Based on the evaluation, the complaint for "failure to load" was confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. Internal corrective action ((B)(4)) issued for this failure mode. (B)(4).